Event description:
According to the available information, the complaint described in (B)(4) concerns an end user who used a sc standard female catheter on (B)(6) 2024. When removing the catheter after catheterisation, the user had a burning sensation accompanied by intense pain. This was followed by generalised fever, leading the user to seek medical attention, where elevated leukocytes in the urine confirmed a urinary tract infection (uti), and the user was hospitalized during which 9 days of the hospital stay, the user received antibiotics. No further information is available at this time. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.